Event description:
It was reported the device was used during a bleb resection. It was reported the device was fired across lung tissue. The device partially stapled and did not cut. It was not clear whether the handle would not close and lock to the rear. A second device was opened and same events occurred. The case was completed with a third device. No buttressing material was used. There was no consequence to the patient.